Event description:
Reportedly, the customer also experienced diabetic ketoacidosis (dka).

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, which was addressed by drinking water and a correction bolus, via the pump. The customer changed out supplies and noted a kinked cannula. The customer went to the hospital and an intravenous fluid (IV) was administered to address bg level. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.